Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device was noisy; the control bar was loose and out of position, and the handpiece was missing screws. The motor, screws, bearings, pins, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit was making grinding and high pitch sounds. There was no patient harm or injury. There was no surgical delay. During device evaluation, it was discovered that the handpiece had missing screws. Due diligence is complete, no further information is available.